Manufacturer narrative:
The pump was received with no esc, act or down button response due to corroded keypad traces. No button error alarms or stuck screen anomaly noted. Unable to verify for low reservoir alarms due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, missing black o-ring/seal from inside reservoir tube, a cracked reservoir tube window, a cracked reservoir tube window corner, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen was stuck with a low reservoir alarm. She took the battery out and inserted a new battery but the insulin pump alarmed button error. The side where the insulin pump holds the reservoir was cracked. Customer's blood glucose level was 325 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.